Manufacturer narrative:
Batch review performed on 24.june.2019: lot 178635: (B)(4) items manufactured and released on 5 march 2018. Expiration date: 2023-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on the 26 june 2019 by medacta knee r&d manager: revision surgery after 10 months from primary due to tibia loosening. Looking at the picture of the explanted components, no residual cement can be seen on the distal surface of the tibia tray and the internal surface of the femoral component. This is common findings on explanted components even if the cause for revision is not loosening. So, absence of cement on explanted components is not an evidence of a faulty device. Many other factors (like temperature, time) during cementation process could had played a role in reducing performances of interdigitation between implant and cement on both tibial and femoral side. No other aspects relevant for the event can be noted on explanted components.

Event description:
Revision surgery performed 10 months after the primary due to tibial component loosening. The surgeon discovered the femoral component and the tibial tray did not adhere to the bone cement. Bone cement was from competitor. All implants were replaced.